Event description:
A report was received that during a trial procedure, the patient was experiencing cerebrospinal fluid (csf) leak headache symptom which was not device related. Medications were prescribed and the patient underwent an early lead pull. The patient was reportedly doing well.